Event description:
A user facility reported that the evis exera iii video system center power switch fails to work. The event occurred during preparation for use. During a standard service inspection of the customer returned device, front panel switch was not functioning. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of power switch failure was confirmed. The power button was stuck and in addition, a faulty front panel switch was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 31 january 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power switch could not be identified. However, it is likely the cause is related to the design change of the power switch. The design of the power switch was changed to improve its resistance. Countermeasured products have been shipped since november 18, 2013. This also confirms that the reported device was manufactured prior to the design changes and shipment of countermeasured products. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.